Event description:
The pt had no complaints pre dialysis. Temp. 98, blood pressure 440/80, pulse 88. Dialysis was initiated on a t175 dialyzer 2nd use, 200 blood flow, 500 dialyzer flow. The pt immediately reported back pain and that he had a similar reaction the previous dialysis. Treatment was terminated and reinitiated on an f8 dialyzer. The pt completed a three (3) hour treatment. Blood pressure 130/70, pulse 84, temp. 98. The pt was sent home in stable condition.